Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl. Customer declined to troubleshoot for high blood glucose value because she was confident it was caused by insulin pump being off and not getting any insulin. Customer stated that display of insulin pump was blank. Customer stated battery cap was neither damaged nor corroded. The device will not be returned for analysis.